Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) to report the one touch ultra 2 meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6) 2010 at an unspecified time, the patient obtained the blood glucose reading of "in the 170's mg/dl" on the reported meter, which he claimed was inaccurately high compared to his expected values. At 8:00 pm the patient took novolin insulin ten units, and the oral diabetes medications metformin 850 mg and glipizide 10 mg. On (B)(6) 2010 at 2:30 am, the patient awoke experiencing the symptoms of nausea and shaking. While symptomatic, the patient tested his blood glucose level with the reported meter as 60 mg/dl or 61 mg/dl. The patient administered self-treatment with food, and felt better afterwards. He did not seek any medical attention. Troubleshooting revealed the patient,s test strips were expired, which can cause inaccurate readings. The meter, test strips and control solution were replaced. The patient used expired test strips to test his blood glucose levels, which can cause inaccurate readings. The patient allegedly experienced symptoms suggesting severe hypoglycemia after taking insulin based on an elevated meter reading, and received treatment with food to alleviate those symptoms. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.